Manufacturer narrative:
The oxygen concentrator at issue falls within a range of serials numbers subject to recall. Recall number: z-0795-2025. Recall initiation date: 12/09/2024. The manufacturer cannot determine the cause of the event on the basis of information thus far available.

Event description:
The concentrator caught on fire. No injuries occurred.